Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted by providing complete pump reset information and guided the caller through the reset process, after which no further cgm error occurred, and the caller successfully started their sensor session.